Event description:
It was reported that the physician attempted to position the left ventricular lead during an implant procedure. The capture thresholds were not acceptable in the location; a reposition of the lead caused a rapid drop in patient's blood pressure. The lead was withdrawn and not used. A cardiac echocardiogram confirmed no perforation. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.